Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height 2.1 auxiliary drawer was failed. A field service engineer (fse) observed no faults upon arrival. Inspection revealed loose hard-stop brackets and missing screws, which were replaced and tightened. Debris was removed from the rear of the drawer. The hardware test application test was verified successfully, the system was rebooted, and the customer tested the unit successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer had failed, and although the customer attempted to reboot the device, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.